Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed.

Event description:
The customer reported a system error (se) 2367 alarm, which occurred on the homechoice (hc). The home patient (hp) and the peritoneal dialysis (pd) nurse did not know what se had occurred before the se 2367. The technical service representative advised the hp to call if there is an alarm and he cannot clear. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient ,and he said that he had no previous alarms to the se 2367 alarm. He did tell his nurse about the alarm, and she helped him to continue therapy. He did not notice anything unusual with any of the previous supplies. Since then he has been completing therapy successfully.